Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported suction loss during surgery with an intralase patient interface (pi). Treatment was completed at the same day. Per account, suction loss may be attributed to doctor's technique of moving the joystick (x&y) after applanation. The patient head is not always turned away enough, nose came in contact with the loading deck, and too much meniscus is left. They also stated that some patients get very nervous. It was stated that the patient did not experience loss of best corrected visual acuity (bcva).